Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The intermate was returned for evaluation. A visual inspection confirmed that the blue winged luer cap was separated from the distal luer lock. The malfunction was due to operator oversight during the assembly process. A quality alert training was issued and the operators were retrained. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an intermate was found to have a loose winged luer cap. This malfunction was identified before use. There was no patient involvement. No additional information is available.